Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with mild tortuosity, heavy calcification and 99% stenosis, a 1.2x6 rx mini trek dilatation catheter was advanced without resistance and pre-dilatation was performed, one inflation at 6 atmospheres. The 1.2x6 rx mini trek dilatation catheter was attempted to be withdrawn from the patient anatomy; however, it became stuck with the non-abbott guide wire. The 1.2x6 rx mini trek dilatation catheter and non-abbott guide wire were withdrawn from the patient's anatomy as a single unit. A new non-abbott guide wire was advanced and a non-abbott balloon was used for plain old balloon angioplasty to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.